Event description:
It was reported that during a balloon dilatation procedure incomplete deflation occured. A cre 15-18mm 8cm f/g balloon catheter had been advanced to an unspecified location. The balloon inflated "fine"; however, when attempts were made to deflate the balloon, it was noticed that the balloon "did not empty in full". The balloon did not deflate enough to remove it from the scope. The balloon had to be cut out of the end of the scope. The procedure was completed with another of the same device. There were no patient complications reported.